Event description:
The customer reported being in the emergency room due to low blood glucose of 37mg/dl. Troubleshooting was performed. The caller stated that the drive support cap appears normal. The customer was unresponsive and the paramedics were called. The caller stated that the doctor believes her dosage was set up too high. Reviewed the programming and found that the doctor make some adjustments on the basal rates. The caller stated that the reservoir was showing the same amount of insulin as shown on the status screen. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.